Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report. Device code 2017 - failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose proglide instructions for use states to not use the perclose proglide smc device or accessories if the components appear to be damaged or defective. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site: contact name updated evaluation codes: device code 1142 failure to cycle deleted. Conclusion code 4311 deleted.

Event description:
Subsequent to filing of the medwatch report, medwatch uf/importer report# (B)(4) was received. Event description: "according to the interventionalist coronary angioplasty report, following cannulation of the right common femoral artery and vein with a 6-fr sheath, then the left common femoral artery with a 6 fr. Sheath. The plan was to put the impella device in through the left common femoral artery. In anticipation of that, he took a perclose system into the left common femoral artery. It should be noted that an angiogram of the external iliac and common femoral arteries. The arteriotomy sites were in the proper place and the vessels free of significant obstruction. Under ultrasound the common femoral arteries early on and they were large caliber. Armed with this information, the perclose system were advanced into the left common femoral artery however it would not advance. It "buckled" due to the patient's abundant adiposity above the arteriotomy site. The approach was abandoned, and a 7fr 45- cm sheath was placed which was hemostatic. Attention was turned to the right common femoral artery. They advanced a perclose system in, turned 30 degrees medially and deployed. On pullback, they realized that the suture did not capture, so the system was pulled out. A second perclose system was advanced and captured and were able to pull back the system part of the way but then it could not be removed completely. It was noted to be caught at the arteriotomy in the common femoral artery. They attempted to advance and close the pads and withdrew again w/o significance. The interventionalist was able to pull back the system to some degree, but a part of the perclose system remained extended in the tract and probably in the common femoral artery. Direct pressure was held and a femostop was ultimately placed. A call was made for emergent repair with the vascular surgeon. The patient was taken to the or emergently for a right common femoral artery exposure with device removal. The surgery was performed without incident. The patient was admitted post operatively to critical care is now on the telemetry unit and ambulating." Abbott representative was contacted and it was confirmed that two proglide devices failed, one at each common femoral artery. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Medwatch report# 1001760000-2019-8012na

Manufacturer narrative:
The other additional proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional impella assisted procedure. Reportedly, at the left common femoral artery, no suture was present when the proglide plunger was removed. Hemostasis was achieved by manual compression. Reportedly, at the right common femoral artery, the proglide device was deployed, but could not be removed. A surgical cutdown was performed to remove the device and hemostasis was achieved by surgical suturing. The impella procedure was not performed. There was no adverse patient sequela. There was a clinically significant delay in the procedure. No additional information was provided.